Event description:
This is filed for unintended movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. The left atrium was dilated and the septum was floppy. A clip was advanced and grasping was performed successfully. After establishing the final arm angle (efaa), the clip opened 0 degrees to 20 degrees. The grasping and locking steps were repeated and troubleshooting was performed. The clip still opened more than 5 degrees. Another clip was used instead to complete the procedure. One clip total was implanted and the mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.